Event description:
It was reported that a female patient (66.5kg) born on 9-26-1960 underwent an atrial fibrillation (afib) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. The patient has a history of a previous atrial fibrillation ablation. While ablating the roofline of a redo atrial fibrillation, the patient's blood pressure changed and there was evidence of cardiac tamponade. Anesthesia noted that the patient's blood pressure dropped and they were needing to give more pressers. The physician confirmed the presence of a cardiac tamponade on the intracardiac echo with the soundstar catheter. There was fluid all around the left ventricle. A pericardiocentesis was performed and 600 ml of fluid was removed. The patient stabilized at that point and the drainage tube was left in place. The patient is stable at the moment and is being transferred to the operating room (or) for intervention. The reporter also confirmed that there was a suspected perforation either at the roof or appendage. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that this is procedure related. A bayliss wire went somewhere unknown during transseptal. There was no hole that was discovered in the left atrium during surgery. The patient fully recovered. The patient required extended hospitalization due to the or procedure. Act was 324 before effusion was discovered. A smartablate generator was used. A transseptal puncture was performed with a bayliss versa cross needle. Prior to noting the CT, ablation was performed. There was no evidence of a steam pop. The event occurred during the ablation phase. An irrigated catheter was used with flow setting at 8/15. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. There were no error messages observed on the biosense webster equipment during the procedure. Force visualization features used were dashboard, vector and visitag with the visitag module parameters for stability set at 2mm for 3 secs, (B)(6) for 3gram, 2mm tag size, no additional filter used with the visitag. Time was used as the color option prospectively. Max wattage used: 35 total lessons: 29 total ablation time: 7 minutes total fluids: 300 ml.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(6).

Manufacturer narrative:
The device evaluation was completed on 09-dec-2021. It was reported that a female patient (66.5kg) born on 9-26-1960, underwent an atrial fibrillation (afib) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. The patient has a history of a previous atrial fibrillation ablation. While ablating the roofline of a redo atrial fibrillation, the patient's blood pressure changed and there was evidence of cardiac tamponade. Anesthesia noted that the patient's blood pressure dropped and they were needing to give more pressers. The physician confirmed the presence of a cardiac tamponade on the intracardiac echo with the soundstar catheter. There was fluid all around the left ventricle. A pericardiocentesis was performed and 600 ml of fluid was removed. The patient stabilized at that point and the drainage tube was left in place. The patient is stable at the moment and is being transferred to the operating room (or) for intervention. The reporter also confirmed that there was a suspected perforation either at the roof or appendage. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The force, magnetic, and temperature features were tested, and no issues were observed. In addition, the product was deflecting and flushing correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30604913l number, and no internal actions related to the complaint were found during the review. As part of bwi¿s quality process, all catheters are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)